Manufacturer narrative:
The tech found the head section was disconnected from both pivot slides and support lift arms. The tech reconnected both support lift arms and replaced both pivot slides and extrusions to repair the bed.

Event description:
Info received indicates the head of the bed cannot be raised.